Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii contralateral stent graft limb was attempted to be implanted in the patient during the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, it was discovered that the rear handle of the contralateral leg delivery system was broken. The sterile barrier of the packaging remained intact. The physician elected to attempt to use the device with the broken handle but the delivery attempt failed. The physician couldn't deploy the stent graft, not able to withdraw the graft cover. The physician elected to use another device and the procedure was completed. Per the physician, the cause of the rear handle break was unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event was confirmed; there was a break in the screwgear. The cause of the deployment difficulty was due to the screwgear break. The root cause of the screwgear break could not be conclusively determined however, most likely related to shipping/handling as the device was sent back for re-work due to packaging damage. Failure to follow instructions (using broken/damaged product).